Event description:
Same case as MFR report #: 2134265-2012-01678. It was reported that during a stenting treatment procedure, removal difficulty and stent damage occurred. The procedure treated the target lesion located in the severely calcified and severely tortuous right coronary artery (rca). A 3.5x16mm ion was advanced and deployed in the mid rca without incident. Then the physician wanted to stent the lesion from the mid to proximal rca, and advanced 2 different 3.5x28 ion stents but neither crossed and were deformed while removing. The first 3.5x28mm ion stent advanced had the proximal edge of the balloon stripped. The distal tip was also stripped which caused the proximal portion of the stent to be compressed. The second 3.5x28mm ion stent advanced had a proximal strut lifted. A 3.5x16 promus element plus stent was used to successfully complete the case. The implanted 3.5x16mm ion was not affected. No patient complications were reported and the patient status is fine.

Event description:
Same case as MFR report #: 2134265-2012-01678. It was reported that during a stenting treatment procedure, removal difficulty and stent damage occurred. The procedure treated the target lesion located in the severely calcified and severely tortuous right coronary artery (rca). A 3.5x16mm ion was advanced and deployed in the mid rca without incident. Then the physician wanted to stent the lesion from the mid to proximal rca, and advanced 2 different 3.5x28 ion stents but neither crossed and were deformed while removing. The first 3.5x28mm ion stent advanced had the proximal edge of the balloon stripped. The distal tip was also stripped which caused the proximal portion of the stent to be compressed. The second 3.5x28mm ion stent advanced had a proximal strut lifted. A 3.5x16 promus element plus stent was used to successfully complete the case. The implanted 3.5x16mm ion was not affected. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system with stent and foil pouch. There was blood and contrast in the wire lumen and outer stent struts. The balloon was tightly folded. There were bent and flared struts in the first distal row of the stent. There was distal tip damage. There was no evidence of material or manufacturing deficiencies that could have contributed to the stent or tip damage and the reported crossing difficulties. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).